Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. The lot number was not provided therefore a DHR review was could not be completed. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the tip of the catheter detached during a superdimension enb procedure. Nothing was left in the patient and there was no report of patient injury, death, or other serious adverse event. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
Evaluation of the locatable guide found that the tip was not secured during construction of the device. An internal corrective action has been initiated.